Event description:
Pt had a carcinoma of unrinary bladder in 1986. It was described as "high grade". They underwent intravessicle therapy with biotepa and bcg without much response. In 1988, they underwent preoperative radiation therapy to the urinary bladder. A radical cystectomy and ileo-conduit were performed. They developed a wound infection, and rptr saw this pt in consultation at that time. They were on vancomycin, tobramycin, pepricil, and flagyl until februray 22, 1988. This pt had frequent urinary tract infections and was on antibiotics from november, 1989 until their operation for bilateral inguinal hernia repair on january 17, 1990. They had progressively symptomatic discomfort in both groin regions. During bilateral inguinal herniorrhaphy, the incisions did not come close to prior cystectomy scar which was originally infected in 1988. Ioban was used to wall off scar and ileo-conduit. At the time of operation, right side revealed both a direct and indirect hernia. There was substantial lack of fascial structures in abdominal wall. Ascites was noted. Left side had exactly same findings. Floor of both canals was exceedingly weak with "an unusual defect" which could not be closed without use of a screen. Marlex mesh was used to cover a wide open defect bilaterally. Immediately following operative procedure, which was planned on an outpt basis, a marked cellulitis of lower abdomen occurred within hours. Photographs were obtained. Pt was admitted to hosp and begun on antibiotics. Neither of wound areas were focally involved with cellulitis. There was never an infection involving the marlex mesh. Inguinal wounds were never a problem postoperatively. There was no fullness, abscess, or drainage to suggest that mesh was cause of this problem from an infection standpoint. Rptr was never certain as to whether the cellulitis was related directly to fact that this pt had radiation therapy, a prior wound infection two years earlier or not. In any case, rptr thought that it was worthwhile to suggest that perhaps an immunologic response occurred in this pt secondary to the mesh. It should be noted again that there was never any local problem with the wounds. But, the pt suffered a prolonged postoperative course due to infectious complications and eventually died six weeks following the hernia operation.